Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during/after oral surgery. The suture was coiled and difficult to straighten. During knot tying, it would break. The surgeon had to re-stitch/re-tie the suture. The surgeon had to remove and re-tie suture after breakage. The suture did not absorb properly. No known impact or consequence to patient.

Manufacturer narrative:
Correction: the event was notified to the manufacturer on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.